Event description:
Information was received from a healthcare facility via manufacturer representative regarding a screwdriver used in posterior spinal fusion therapy. It was reported that the device broke. No patient was involved in the event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis: part# 2342306m ; lot# ct14k078 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.